Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in drive-thru and dat (curative patient database) that the patient did receive one positive curative test result. The patient's test sample barcode # (B)(6) was collected on (B)(6) 2021, at 6:06pm. The patient's sample initially resulted in a viral CT value of 38.5, which falls under the repeat range. Upon testing the patient's sample again, the patient's sample resulted in a viral CT value of 37.3, which falls in the positive range. No corrections were made to this test report upon release to the patient. The patient's sample was located on (B)(4) at position b8. Testing started on (B)(6) 2021 at 11:21pm and the result for this test was released on (B)(6) 2021 at 8:12am. Since the patient's sample had a viral CT value of 38.5 (repeat range) and was next to a highly positive sample, it was retested. As a result, the patient's sample was re-plated to (B)(4) at position f2. Testing started on april 04, 2021 at 9:05am and was resulted in a viral CT value of 37.3, which falls in the positive range. Per the clinical lab's investigation, results for the patient's sample (sample barcode # (B)(4)), located on (B)(4) at position f2, was released correctly and any contamination to the patient's sample was ruled out based on evaluation of the controls. (B)(4) contained several empty wells at positions a4, a5, a6, a7, a8, a9, a10, a11, a12, b4, b5, b6, b7, b8, b9, b10, b11, b12, c2, c4, c5, c6, c7, c8, c9, c10, c11, c12, d4, d5, d6, d7, d8, d9, d10, d11, d12, e4, e5, e6, e7, e8, e9, e10, e11, e12, f4, f5, f6, f7, f8, f9, f10, f11, f12, g4, g5, g6, g7, g8, g9, g10, g11, g12, h4, h5, h6, h7, h8, h9, h10, h11, h12 - all of which displayed zero human or viral amplification. Three of the eight wells surrounding f2 contained positive samples with viral CT values ranging from 25.19 to 39.47. However, it does not appear that the patient's sample was contaminated by any of the nearby positive samples as the viral CT value from the first run and repeat run were very similar at 38.5 (first run) and 37.3 (repeat). If there was contamination to the patient's plate, the viral CT value of the original run would be much lower than the viral CT value of the repeat. In addition, (B)(4) was created manually in plating ((B)(4)), extracted using the (B)(4) method ((B)(4)) and reagent lot #s: bbd 18754200, lysis 18675000, elution 211702, 2 propanol shbm3746 and ethanol shbm3746), and then manually prepared for qpcr using a mastermix from batch 6. Moreover, the reagents used to test the patient's sample were in specification, not expired, passed qc and the floating blank was in the correct position. A floating blank is a well on the 96-well pcr plate that is intentionally left blank (that has no specimen) that is used to help verify the correct position of the plate in the pcr result software when the plate is undergoing review. In the medwatch letter, the patient claims that they reported this but no one from curative responded. This is not true as a curative customer success employee replied to the complainant's email on (B)(6) 2021, explaining the patient's viral CT values as well as informing the patient that they received a true positive result. In addition, a letter response to the complainant that included the results of the investigation was mailed to the patient on (B)(6) 2021. The signed letter has been attached here. In conclusion, curative cannot confirm the patient's claim of false positive. The result of the investigation clearly showed a true positive result.

Event description:
Per the FDA medwatch letter, the patient stated the following: "covid-19 test was a false positive from curative labs. I reported this but they did not respond."